Manufacturer narrative:
Zimvie complaint number(B)(4) d10: concomitant medical product: tascd24, tsv angled screw channel driver 24mm, lot: unknown. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that during the screwing of a prosthetic restoration, 2 screwdriver tips fractured. No other impact on the patient reported. Procedure wasn't completed.